Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that shortly after sending a transmission in (B)(6) 2020 "there is something that doesn't look right on it."...."there's been 3 times they've (healthcare professional) said that it (pacemaker) isn't working right." Records show that telemetry could not be established. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.